Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission, (B)(4) 2015, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: moisture was observed behind the display lens. The audio bolus button was found to be missing/peeled from the pump. A leak test was performed and a leak was found at the missing bolus button. The pump case was removed and moisture was observed throughout the inside of the pump case.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.